Event description:
It was reported that the caller experienced an error with their continuous glucose monitor, specifically labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete information for resetting the pump and walked them through the process. After the reset, the error was resolved, and the caller successfully initiated a new sensor session.